Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. Date of event is an approximation. The patient was hospitalized in november. On (B)(6) 2023, the patient alleged the tandem pump would not adjust to give insulin when she had high readings. It was not specified whether the patient had high readings from the cgm (continuous glucose monitoring) or bg (blood glucose). The sensor malfunction resulting in the pump's inability to adjust the insulin was not specified. According to the report, the ts (technical support) agent was unable to ask questions about the event because the patient ended the call. The ts agent was unable to reach the patient for further details. Symptoms experienced by the patient were not documented. Treatment during hospitalization and length of stay were not documented. There was no documentation of further medical evaluation or intervention for hyperglycemia. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.